Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was osteoporosis and peri-prosthetic hip fracture of patient's left hip.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
It was reported that there was osteoporosis and peri-prosthetic hip fracture of patient's left hip.